Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of the event was unknown. It was unknown if the patient was treated with antibiotics. Hospitalization and action taken with pd therapy were not reported. At the time of this report, the patient outcome was unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.